Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument data, the fse determined that the cause of the discordant calcium and glucose results was a malfunction of the wash pump. The fse repaired the instrument and ran qc and controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Three discordant calcium and glucose results were obtained on an advia 1650 analyzer. The samples were re-tested and the rerun results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium and glucose results.